Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause of air bubbles in the line was user induced, caused by medication being added to quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device alarmed "nd pump won't run". Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Pump turned off. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.